Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon was advanced for dilatation. However, upon first inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient injury reported.